Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4).

Event description:
It was reported that during an unknown procedure, the surgeon applied four clips and then the device would not deploy anymore clips. Two of the four clips that had been applied, fell off. It is unknown how the case was completed. There were no patient consequences reported.